Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter during a nissen procedure, the surgeon used 4 suturing device and 2 kinds of reloads throughout the procedure. The device jammed after the 1st use. The transfer of the needle from one side to the other could not be done and the needle was bent. No patient injury or ill-effects. Nothing fell in the surgical cavity.